Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The field service representative (fse) reported that during preventative maintenance (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater had inaccurate temperatures in warming mode. Since the event occurred during preventative maintenance, there was no pt involvement.